Event description:
The manufacturer received information alleging a ventilator's oxygen delivery was low. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module was replaced to address the issue.

Manufacturer narrative:
In the initial report no selection was made in section b1. Product problem was selected in this correction report.